Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 53-year-old female patient who had essure inserted. On (B)(6), 2009, the patient had essure inserted. On (B)(6), 2018, the patient underwent medical device removal (seriousness criterion intervention required), 8 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6), 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6), 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3065 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure coil that was protruding through the serosal portion of the myometrium.") In a 53 year-old female patient who had essure inserted (lot no. 636096) for female sterilisation. The patient had a medical history of pelvic pain, multiparous, abdominal pain, ovarian cyst, left lower quadrant pain and pregnancy. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, diagnostic laparoscopy, left and right salpingectomy, removal of essure). The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.005 kg/sqm. [Pathology test] on (B)(6) 2018: material submitted: part a: left fallopian tube part b: right fallopian tubes. Diagnosis: left fallopian tube: fallopian tube segment, completely transected right fallopian tube: fallopian tube segment, completely transected. Benign peritubal cysts. Clinical history: pelvic pain. Gross description: left fallopian tube: in addition, within the container are linear strands of coiled sliver metallic wire that measure from 1.7 cm up to 9.5 cm in length with a diameter that measures 0.1 cm up to 0.2 cm. Right fallopian tube: also within the container is a portion of coiled silver metallic wire that measures 2.6 cm in length and 0.1 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to embedded device. Reporters, medical history, lab data, patient information, indication, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure coil that was protruding through the serosal portion of the myometrium.") In a 53 year-old female patient who had essure inserted (lot no. 636096) for female sterilisation. The patient had a medical history of pelvic pain, multiparous, abdominal pain, ovarian cyst, left lower quadrant pain and pregnancy. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,diagnostic laparoscopy,left and right salpingectomy,removal of essure) and essure was removed on (B)(6) 2018. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.005 kg/sqm. [Pathology test] on (B)(6) 2018: material submitted: part a: left fallopian tube part b: right fallopian tubes. Diagnosis: left fallopian tube: fallopian tube segment, completely transected right fallopian tube: fallopian tube segment, completely transected. Benign peritubal cysts. Clinical history: pelvic pain. Gross description: left falloian tube: in addition, within the container are linear strands of coiled sliver metallic wire that measure from 1.7 cm up to 9.5 cm in length with a diameter that measures 0.1 cm up to 0.2 cm. Right fallopian tube: also within the container is a portion of coiled silver metallic wire that measures 2.6 cm in length and 0.1 cm in diameter. Lot number: 636096; manufacture date: 2009- 04; expiration date: 2012-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.